Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes due to noise on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Correction: h10 - investigations conclusions code was updated to cause traced to component failure, it was previously reported as cause not established.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. Visual inspection found three internal insulation abrasions breaching the ring electrode and right ventricular lumens underneath the right ventricular shock coil. One reefte cable coating was found to be abraded and the other intact in one of the locations. The cause of oversensing noise was due to one ring electrode cable coating being abraded underneath the right ventricular shock coil.

Event description:
Additional information received notes recurring oversensing noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: supplemental needed to add b2 ¿required intervention to prevent permanent impairment/damage (devices) ¿.